Manufacturer narrative:
The insulin pump was received with a constant blank flashing white light on the display and constantly beeping due to vertical cracked lcd controller. Device had minor scratched lcd window

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump's display blinked white. The insulin pump would alarm continuously. The customer reinserted the battery but the insulin pump carried on blinking and alarming. No significant events were reported. The customer's blood glucose level was unknown. The customer was advised that the device would be replaced and agreed to return the product for analysis.